Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in (B)(6) 2010 and passed self-tests up to the (B)(6) 2011. The device failed several self-tests due to a low battery between the (B)(6) 2011. The device remained in fault mode until(B)(6) 2011 when the device was power cycled and passed a self-test. An increase in voltage in (B)(6) 2012 suggests a further pad-pak was installed. The device recorded temperatures below the recommended minimum operating temperature. Voltage fluctuation was observed during this time. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the (B)(6) 2015. Voltage fluctuation was observed during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Voltage fluctuation across the pogo pins was reduced enough to potentially cause the voltage fluctuations and low battery fails recorded. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.